Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette however, reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While troubleshooting with global technical services (gts), the patient's caregiver stated, the cassette from last night was changed, but not the solution bags. Gts had the caregiver turn the homechoice (hc), remove the cassette, and retrieve the therapy numbers. Gts then had the caregiver turn the hc off and explained that in the future to change the bags along with the cassette. Gts further advised the caregiver to notify the patient's dialysis nurse. The caregiver stated that they did and that the nurse had them call baxter. Product surveillance spoke with the patient who explained they understood the proper procedures, and that they made an error by not changing the bags when starting over. The patient stated they did not notice any visible damage or abnormalities with the cassette in use. No injury or medical intervention was reported.